Event description:
It was reported that a pt with kyphosis accompanied by osteoporosis and compression fracture at t7 underwent a spinal fusion procedure with posterior fixation instrumentation. While closing the pt at the end of the procedure, the pt became hypotensive. Cardiac compressions were performed and the pt was moved to the ICU for postoperative management. The pt passed away the next day. It was reported that the death was attributed to dic.

Manufacturer narrative:
Devices were not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. However, the device history records for the implants which were used in this pt were reviewed. No documentation was found that would indicate a non-conformance to specifications. The devices were used in a pt with osteoporosis, which is contraindicated for these products. Although the reporting surgeon does not believe that implanted devices contributed to the pt death, we are filing this MDR for notification purposes.